Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited greater than 2,500 ohms pace impedance and low intermittent pace impedance measurements upon interrogation. A lead fracture was suspected, but not confirmed. Boston scientific technical services (ts) was consulted and suggested further investigation, however the physician opted to continue to monitor the patient. At that time there were no reported adverse patient effects associated with this clinical observation. Additional information was received over five and a half years later that the lead safety switch (lss) was triggered for the ra lead due to low out of range pacing impedance measurements of less than 100 ohms when in bipolar configuration. When in unipolar configuration the impedance measurement is between 250 to 290 ohms. It was noted the clinic is aware of the issue and has opted to continue to monitor the patient. At this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.